Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace was not recognized by the system. The procedure was completed using a backup harmonic ace with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a teflon pad, measuring approximately 0.103" x 0.400" in size, missing from the clamp arm. The missing piece was not returned with the instrument. The instrument was also placed and driven in an in-house system. The instrument was connected to the in-house harmonic ace generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed. No blade damage was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained additional information: there was no mention of a fragment falling inside the patient's anatomy. The customer did not mention any defects to the instrument tip. The patient has not returned to the hospital as a result of the reported event.

Event description:
Refer to h10/h11 for follow-up information.